Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit failed the tests. It was determined that the failure was indicative of a defective power supply pcb (printed circuit board). The power supply pcb was removed and a known functioning power supply pcb was installed. Functional testing was performed again and the unit passed all tests. Based on the investigation performed, the reported complaint was confirmed. A CAPA was opened to address the issue.

Event description:
The customer alleges that the unit will not power up. No patient injury reported.

Event description:
The customer alleges that the unit will not power up. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The device was manufactured on (B)(4) 2015. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.